Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as the pt did not wash their hands. The following day, the pt was hospitalized for 7 days for the event. The following month, the pt was hospitalized for peritonitis manifested by fever. The cause was unknown. On an unreported date, the pt received remedial therapy with ceftazidime, vancomycin and diflucan (intraperitoneally, dosages and frequencies not reported) for peritonitis. Four days after readmission, the pt was discharged from the hospital. On an unreported date, the pt was retrained on aseptic technique. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.